Event description:
Preparation: artery palpated and collateral circulation intact. Pre-medications given: moderate sedation. Sterile preparation of site in usual fashion. Location: right radial artery, position right forearm extended and wrist dorsiflexed. Technique: catheter length 1.4 inches, catheter inserted 22 gauge, real time ultrasound guidance, location confirmed via flashback, needle advanced, 3 attempt(s) right radial artery. Procedure tolerated: poorly. Complications: the care provider attempted to place a 22 g radial arterial catheter ~3.49 cms in total length in the right radial artery. The tip of the plastic catheter (~1 cm) broke off in the vessel during the procedure. The needle and the wire itself appeared to be intact though the wire was twisted. The radial pulse was still palpable as is the collateral ulnar arterial pulse. Discussed with ir and vascular surgery-opted to leave catheter in situ as removal at this time would delay hemodialysis and likely cause more complications.